Manufacturer narrative:
The hospital reported repair would be completed by hospital employee. No information on repair available to ge healthcare. No patient information available.

Event description:
The hospital reported an error that causes a loss of mechanical ventilation. The unit was replaced and case resumed. There was no report of patient injury.